Event description:
It was reported that customer was hospitalized for high blood glucose levels. Customer was hospitalized for high blood glucose, vomiting and weakness. It was reported that the insulin pump alarmed no delivery. Customer's blood glucose reading was 400 mg/dl. Advised customer to change set. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window, cracked belt clip slot and a cracked reservoir tube lip.